Event description:
A 52 year-old white male was implanted with one hundred thirty five I-125 seeds, model number 6711, on 9/9/98 for early prostate cancer. The patient's urologist told him that one seed had lodged in his lung. The urologist said to the patient that he saw this information in the radiation oncologist report. The radiation oncologist was aware of the event on 9/10/98, when the migrated seed was seen on the 'scout film' of a computed tomography scan, but did not report it at that time. The company has obtained telephone confirmation from the radiation oncologist that the seed had indeed lodged in the lung of the patient.